Event description:
It was reported the ipg was unable to communicate with the external devices. An x-ray was taken and showed no anomalies. The patient reports he last recharged his scs system on (B)(6) 2015 and the communication issues began (B)(6) 2015. The patient currently does not have stimulation. A replacement charging system was sent to the patient, which did not resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.